Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2024-07150. It was reported that the patient was experiencing inadequate relief from their scs system and has been unable to enter MRI mode despite multiple trouble shooting attempts. The patient has since noted being unable to connect to their ipg via external communicating devices. Surgical intervention may take place at a later date to address the issue. Additional information regarding this issue was received via medwatch report (mw5150537).

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.